Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 340 mg/dl. Customer reported other blood glucose was 251 mg/dl. Customer reports that the high blood glucose was treated with insulin pump. Customer experienced symptoms related to high blood glucose such as vomiting. Customer reports that the auto was not active at the time of the incident. Customer states that insulin pump had insulin flow block alarm and was solved by changing complete set. The device will not be returned for analysis.